Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee collateral ligament repair, after successfully implanting the twinfix ultra, the knot was pushed and the suture broke. The procedure was completed with a non-significant delay using a back-up device. An additional hole was required. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A review of the customer provided image found that the device has been deployed, and the partial blue/white suture is frayed on one end. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and only a partial blue/white suture was returned. The suture is frayed on one end, and there is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the sutures found that a material certification is required with each lot. Based on the information provided, the implantable twinfix ultra knot was pushed in and left unsecured. However, since the device was retained in the bone hole, the possibility of micro-motion/migration of the unsecured device is unlikely. It was reported the procedure was completed with a non-significant delay using a back-up device using an additional bone hole. Since no patient complications were reported, no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.